Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The power switch and the power inlet were not olympus products, and the investigation's findings indicate that this was done for an unidentified reason, and it is unable to determine the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the maintenance unit exhibited an alternating current inlet at the rear, and a power switch at the front, which both were third-party parts that were out of repair specification. There were no reports of patient involvement.